Manufacturer narrative:
Additionally it was confirmed the patient had, aneurysm growth; type ii endoleak; hyper-dilation of the superior stent margin of the main body.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated stent and a suprarenal aortic extension. Upon follow-up, computed tomography revealed aneurysm sac growth with no evidence of a leak. The physician identified inferior mesenteric arteries (ima) and patent lumbars communicating with the aneurysm. Patient condition is good. Secondary procedure has been scheduled.